Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. Due to the buildup of crystallization on the cuvette segments, the field service engineer replaced the reaction bath degasser and cleaned the buildup on the top of the mixers. Despite several reminders, no update or further data were provided. Based on the available information, the root cause of this issue was consistent with a hardware issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with urea/bun (ureal) assay on a cobas 8000 c702 module. Sample 1 (patient 1): initial result: 0.7. 1st repeat result: 9.0. 2nd repeat result: 9.1. Sample 2 (patient 2) was tested on (B)(6) 2025: initial result: 7.7 1st repeat result: 33.3. 2nd repeat result: 32.8. The initial results did not match the patients' previous history or clinical picture and the samples were repeated twice. The unit of measurement was not provided.

Manufacturer narrative:
The ureal reagent expiration date was not provided. The c702 module serial number was (B)(6). The investigation is ongoing.